Event description:
A caller reported an issue where the insulin gauge on their pump displayed an amount different from what was expected, showing 60 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded and insulin delivery was resumed.